Manufacturer narrative:
Initial.

Event description:
It was reported that a person using the ilet experienced hyperglycemia detected by a libre 3 plus sensor, with a highest glucose reading of 217 mg/dl over approximately three hours while sleeping, with a teflon infusion set placed in the abdomen and no confirmatory fingerstick performed. Symptoms included no reported clinical manifestations. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included case intake, troubleshooting, and user education conducted by support personnel. Investigation of this case revealed no device alarms or identified device malfunction, and the glucose trended down to 166 mg/dl without intervention, which supported an undetermined cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.